Event description:
While using depth gauge on patient's right foot, the instrument broke. The long instrument broke in the middle when the distal end was in contact with the patient. All pieces were recovered, bagged, and given to supervisor. The x-ray flat plate was ordered, taken and reported to be read as negative.